Event description:
It was reported that during pre-surgery testing, it was observed that the battery handpiece device did not run and had no movement or sound. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All provided information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed leakage testing, had sticky triggers, the yellow ring was missing from disconnect sleeve, and the device made an unusual grinding noise. The assignable root cause was determined to be due to normal wear on various mechanical components over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.